Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician noted a thrombus on the face of the device. The sheath was aspirated then the closure device was recaptured and removed from the patient. Transesophageal echocardiogram (tee) imaging showed another thrombus in the patient that was also aspirated and removed from the patient. A new 24mm wds was then used to successfully complete the procedure with the closure device successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. Post procedure the patient was admitted to the hospital since a code stroke was called. The patient was back to baseline later that night. Magnetic resonance imaging the next day showed that the patient did not experience a stroke. The physician believes that some of the patients presentation could have been anesthesia plus the patients history of traumatic brain injury.

Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician noted a thrombus on the face of the device. The sheath was aspirated then the closure device was recaptured and removed from the patient. Transesophageal echocardiogram (tee) imaging showed another thrombus in the patient that was also aspirated and removed from the patient. A new 24mm wds was then used to successfully complete the procedure with the closure device successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. Post procedure the patient was admitted to the hospital since a code stroke was called. The patient was back to baseline later that night. Magnetic resonance imaging the next day showed that the patient did not experience a stroke. The physician believes that some of the patients presentation could have been anesthesia plus the patients history of traumatic brain injury.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.